Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv lead had history high capture threshold 2.2v at 1.0 ms. Evaluation of the lead revealed intermittent loc at high outputs. Output was then programmed to 5.0v at 1.0 ms and revision planned. Device currently remains implanted. Should additional information be received, this file will be updated.